Event description:
It was reported that oversensing noise and very frequently mode switch due to atrial fibrillation were noted on the right atrial (ra) lead. On (B)(6) 2025, the physician elected to cap and replace the ra lead. The patient's condition was stable.